Manufacturer narrative:
Part returned - (B)(4) 2013. Since the lot number provided was not a recognizable number, a device history record review was not possible. Placeholder.

Manufacturer narrative:
A product development event evaluation was conducted. (B)(4). No issues were found with the returned components and it is likely that the osteoporotic condition of the (B)(6) old patient's bone quality was a factor in this complaint and/or the helical blade angle was improperly selected. (B)(4). It is likely that the selected method of use/implant selection rather than any design deficiencies has resulted in this complaint. The devices evaluated here are determined to be suitable for their intended use. Device was used for treatment, not diagnosis.

Event description:
This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. A manufacturing evaluation was performed. Part received in fair condition. No obvious deformations. The anodized surface is rubbed off in a pattern consistent with field usage. Examination of internal threads shows some damage and it was not possible to get the thread gage to turn into the part. Even though the part is in good condition, the inability to gage the threads due to damage makes this complaint indeterminate. Since the correct lot number was obtained, a review of the device history records has been requested again. Placeholder.

Event description:
A report was received regarding a scheduled trochanteric fixation nail hardware removal. The tfn system was revised to a total hip arthroplasty due to the helical blade cutting out through the femoral head. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which synthes has not been able to investigate or verify prior to the required reporting date. Device used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
Device is used for treatment, not diagnosis a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 11mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted. ,fg date: determined during DHR review.